Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and requested explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Patient had 8 esophagogastroduodenoscopies (egd) and "multiple" dilations "with results ranging from normal to sloughing mucosa consistent with ischemia." A metal allergy was suspected after implant, "but no formal testing was done." The patient would "intermittently develop and awful looking esophagus with biopsies consistent with ischemia. Then it would spontaneously improve." Device explant due to severe dysphagia and patient request occurred without issue on (B)(6) 2018. Device was found in the correct position/geometry. The patient is "doing well" after removal.